Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported x-rays showed two leads had high impedances and migrated following a fall. One lead was visually confirmed fractured. Surgical intervention was undertaken wherein the fractured lead was explanted and replaced and the other lead was repositioned to address the issues. Therapy was restored post-op.